Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level revealed the device was fractured in the neck region of the screw shank. The shank components were not returned for analysis. Optical images of the fractured surfaces exhibit two surface morphologies, smooth regions and grainy/rough regions with progression lines which are indicative of fatigue failure. A review of the device history records could not be performed as the lot number is illegible. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provide. However, fracture analysis suggests a fatigue fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Product code corrected. Device received additional information.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two expedium si screw head breakage at level s1 (exact size of screw unknown - acc. To pictures app. 6 x 40 mm). Occured at unknown date app. 1 year after initial surgery (unknown date). Screw breakage was noticed during revision surgery on (B)(6) 2017. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.